Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, at 09:00pm, he obtained a result of ¿225mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes by self-adjusting his insulin doses and administered ¿his normal insulin dose for that reading¿ in response to the allegedly inaccurate result. The patient reported that ¿30 to 60 minutes¿ after obtaining the result on the subject meter, he developed symptoms of ¿sweaty, blurred vision and shaking¿ however denied receiving any treatment. During the call, it was determined that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.